Manufacturer narrative:
Preliminary investigation performed on 04 april 2018 by r and d product manager: implant image analysis does not show any sign of damage on the femoral stem. The hydroxyapatite coating has been completely adsorbed during in situ time. Further information will be provided upon visual inspection of the implant when available. Batch review performed on 13 april 2018: lot 121503: (B)(4) items manufactured and released on 22 june 2012. Expiration date: 2017-05-31. Clinical evaluation performed by medical affairs director on 20 april 2018 partial hip revision surgery (stem and head) occurred 5,5 years after primary cementless total hip arthroplasty in a (B)(6) woman. Radiographic images provided show the presence of signs of stress shielding and radiolucent lines in "gruen" zones 1, 2, 6 and 7 suggesting loosening of the stem. Aseptic loosening is a possible, literature described adverse event after cementless tha and causes are often unknown. The reasons of this event cannot be determined.

Event description:
Revision surgery performed due to stem loosening (right side) after 6 years and 3 months from the primary.